Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mr7x, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported they have had four "bladder/ut infections" since being implanted 14 months ago. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.